Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up out of range high pacing ra lead impedance was noted. No sensing and no capture threshold measurements were available, but did not lead to any treatment issues. During the lead revision, after disconnecting the ra lead, psa testing showed appropriate measurements. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. The reported high atrial lead impedance was confirmed in the laboratory. The device was tested on the bench and a header anomaly was found to be the cause of the reported high atrial lead impedance.